Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip detached inside of the patient at 228,874 joules. Per the customer, the fiber tip was retrieved. No patient injury was reported.